Event description:
The customer reported that the central nurse's station (cns) was dropping and discharging patient unexpectedly or during a transfer attempt after adjustments were made to get the adt working. Additional issue when customer attempts to input patient ID the cns is not reading or populating the patients ID in the system after reported communication loss. No patient injury or harm were reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was dropping and discharging a patient unexpectedly, or during a transfer with a gz transmitter, after adjustments were made to get the adt working. This was occurring system wide. Additionally, when customer attempts to input patient ID the cns is not reading or populating patient's ID in the system after the reported communication loss. No patient injury or harm was reported. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: although the root cause could not be determined, the issue has since been resolved with a new server. The issue was not related to individual patient monitoring devices, but rather networking related. Since the issue has not re-occurred, no CAPA is required. Additional device information: d11 &c2 the following devices were being used in conjunction with the cns. Hl7 - model: a/cgs-9002, serial number: (B)(6). Gz transmitter model gz-130pa, serial number: (B)(6). Additional information: b4. Date of this report; f6. Date user facility/importer became aware of the event; f7. Type of report; f11. Date report sent to FDA; f13. Date report sent to manufacturer; g4. Date received by manufacturer; g7. Type of report; h2. If follow-up, what type?; h6. Event problem and evaluation codes; h10. Additional manufacturer narrative. Corrected information: initial reporter address: changed from: (B)(6). To: (B)(6) USA.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) was dropping and discharging patient unexpectedly or during a transfer with gz transmitters after adjustments were made to get the adt working this is occuring system wide. Additional issue when customer attempts to input patient ID the cns is not reading or populating patients ID in the system after reported communication loss. No patient injury or harm were reported. During troubleshooting with tech support. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The following devices were being used in conjunction with the cns. Concomitant medical products: hl7 - model: a/cgs-9002, serial number: (B)(4). Gz transmitter model gz-130pa, serial number : (B)(4).

Event description:
The customer reported that the central nurse's station (cns) was dropping and discharging patient unexpectedly or during a transfer attempt after adjustments were made to get the adt working. Additional issue when customer attempts to input patient ID the cns is not reading or populating the patients ID in the system after reported communication loss. No patient injury or harm were reported.